Event description:
This case occurred outside the us, in poland. The polish subsidiary notified teoxane of an adverse event on (B)(6)2024 based on the injector's report. Two weeks later, (B)(6)2024 the patient notified teoxane of the same adverse event. The female patient was a regular patient of the injector. She had an history of previous hyaluronic acid fillers injections (no further information) without complications, botulinum toxin (2011-2023), prp, stylage hsr, stylage l (nasolabial folds, in 2014), stylage hydro. On (B)(6)2022, the patient was injected with: - 2,4 ml in total (1.2 ml per side) of teosyal rha 4 into the cheeks (current compaint) using fanning technique, and needle provided in the box -1 ml in total (0,5 ml pre-side) of teosyal deep lines (rc/(B)(6)) in the marionette lines, using retrotracing technique, and cannula. According to the patient, the first symptoms occurred after the injection, on (B)(6)2022. The patient reported feeling severe pain, sensation of pressure, and heaviness in the cheek area/ tightness and intense burning and piercing pain in the marionette line area. Due to the pain, pressure, and burning, the patient couldn't open her mouth, speak, or smile. She also had issue when chewing. Approximately 2 weeks after the injection, the patient attended a follow up visit with her injector who did not identify any issue. It has also to be noted that according to the injector, three months after the injection, the patient had botox on the upper face and at that time the patient did not report any adverse events related to the previous administration of hyaluronic acid. In the meantime, the patient consulted different specialists and underwent ultrasound examinations which didn't detect any abnormalities, and hyaluronidase treatments. Symptoms decreased slightly over the course of the treatments but did not resolved. The patient also returned to the injector with concerns about the quality of the skin after first dissolution and had a xela rederm procedure done (exact date unkown). First ultrasound examination was conducted on (B)(6)2023. On (B)(6)2023 ((B)(6)2023 based on patient's description), another ultrasound was performed. At that time the patient had already undergone a hyaluronidase treatment session in the right marionette line. Redness of the right marionette in the form of a stripe was noticed and according to the patient started 3 months post- injection. At that time, the patient also reported a mass in the salivary gland area on both sides with accompanying pain, but the symptoms subsided. Ultrasound examination showed ha deposits in the left and right lower face. Hyaluronidase was proposed, but the patient did not consent. In addition, steroid treatment (encortn) was prescribed in decreasing doses. However, from the 10th day of steroid treatment, the patient experienced burning and facial pain as well as swelling. For this reason, she was advised by hcp to discontinue oral corticosteroids by paramedics called at this time. After that her symptoms significantly subsided. On (B)(6)2023, the patient went to another physician who confirmed ha deposits, and performed hyaluronidase dissolution under ultrasound, leading her feeling better, but the burning sensation was still present. On (B)(6)2023, another ultrasound examination was performed- ha deposits were observed near the mouth without infection, or impact on blood vessels. The patient still experienced severe pain and burning sensation. On (B)(6)2024, another ultrasound was performed. The examination showed multiple visible ha deposits bilaterally in the marionette lines, jaw area and cheeks. No infection. On (B)(6)2024, the patient went to another physician who once again performed an ultrasound and partially removed some remaining deposits under ultrasound, but some pain still remain and burned. On (B)(6)2024, follow up ultrasound examination after hyaluronidase was performed. Only ha deposits were visible under the lower lip angle, in the chin area and jaw line. These areas were not treated with hyaluronidase. She also stated that the pain and burning prevented her from living a normal life for several months. She reported being disfigured. On (B)(6)2024, we asked our local medical expert for support on managing this case. The later recommended a neurological consultation. On (B)(6)2024, the patient visited a recommended neurologist, who diagnosed paraesthesia which manifest as burning sensation in the area around the mouth during active facial expression, a feeling of discomfort in the form of a sensation of pressure in the area of both masseters with periodic sensations of local, burning pain. The final diagnosis was trigeminal neuralgia mainly in the mandibular nerve. As treatment, the patient was prescribed: -egzysta (pregablin), 75 mg one daily, after 7 days 2x1 tablet daily -further care at the (B)(6). On (B)(6)2025, the patient visited local medical expert as planed. At this time, the patient reported burning sensations below the lower lip. According to the patient, touch and heat in the treated area intensify the burning and pulling sensation. She reported a worsening of her pain for three days, followed by persistent mild tenderness after the massage performed by the neurologist. The local medical expert performed physical examination- no swelling, infiltration, or inflammatory changes were observed in the facial area. Only burning, pulling, and discomfort reported by the patient. Dermatologist assessed that described symptoms might be a consequence of irritation of nerve root following the ha injection, possibly due to mechanical damage caused by procedure itself or injected ha. As treatment, the local medical expert recommended to initiate the treatment prescribed by the neurologist (indeed, patient didn't start it at the time of the consultation), and physiotherapy under the supervision of qualified specialist. After receiving the final diagnosis and possible relatedness of the symptoms with the ha injection from medical experts on (B)(6)2025, the case was upgraded to reportable. Situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
Nerve damage which is a rare but known adverse reaction following hyaluronic acid-based dermal filler injections. Indeed, cases of inadvertent nerve damage following dermal filler procedures have been reported in the literature. Several causes have been hypothesized: direct nerve damage by the needle during injection, injection of filler into the nerve, or tissue compression (by the product or by tissue swelling following the procedure). In turn, this can induce pain and other complications, such as a transient loss of sensitivity in the affected areas. In the case of tissue compression by the filler or of presence of filler into the nerve, treatment with hyaluronidase sessions leads to a quick resolution without sequelae. Additionally, the recommendation to not inject close to a nerve and avoid damaging a nerve is mentioned in the instructions for use of this product. The symptoms are monitored and additional information will be added to final report.

Manufacturer narrative:
According to the information received the case seems to be linked to trimeginal neuralgia. Nerve damage is a rare but known adverse reaction following hyaluronic acid-based dermal filler injections. Indeed, cases of inadvertent nerve damage following dermal filler procedures have been reported in the literature. Several causes have been hypothesized: direct nerve damage by the needle during injection, injection of filler into the nerve, or tissue compression (by the product or by tissue swelling following the procedure). In turn, this can induce pain and other complications, such as a transient loss of sensitivity in the affected areas. In the case of tissue compression by the filler or of presence of filler into the nerve, treatment with hyaluronidase sessions leads to a quick resolution without sequelae. Additionally, the recommendation to not inject close to a nerve and avoid damaging a nerve is mentioned in the instructions for use of this teosyal product.

Event description:
This case occurred outside the us, in poland. The polish subsidiary notified teoxane of an adverse event on (B)(6) 2024 based on the injector's report. Two weeks later, (B)(6) 2024 the patient notified teoxane of the same adverse event. The female patient was a regular patient of the injector. She had an history of previous hyaluronic acid fillers injections (no further information) without complications, botulinum toxin (2011-2023), prp, stylage hsr, stylage l (nasolabial folds, in 2014), stylage hydro. On (B)(6) 2022, the patient was injected with: - 2,4 ml in total (1.2 ml per side) of teosyal rha 4 into the cheeks (current complaint) using fanning technique, and needle provided in the box -1 ml in total (0,5 ml pre side) of teosyal deep lines ((B)(6)) in the marionette lines, using retrotracing technique, and cannula. According to the patient, the first symptoms occurred after the injection, on (B)(6) 2022. The patient reported feeling severe pain, sensation of pressure, and heaviness in the cheek area/ tightness and intense burning and piercing pain in the marionette line area. Due to the pain, pressure, and burning, the patient couldn't open her mouth, speak, or smile. She also had issue when chewing. Approximately 2 weeks after the injection, the patient attended a follow up visit with her injector who did not identify any issue. It has also to be noted that according to the injector, three months after the injection, the patient had botox on the upper face and at that time the patient did not report any adverse events related to the previous administration of hyaluronic acid. In the meantime, the patient consulted different specialists and underwent ultrasound examinations which didn't detect any abnormalities, and hyaluronidase treatments. Symptoms decreased slightly over the course of the treatments, but did not resolved. The patient also returned to the injector with concerns about the quality of the skin after first dissolution and had a xela rederm procedure done (exact date unknown). First ultrasound examination was conducted on (B)(6) 2023. On (B)(6) 2023 ((B)(6) 2023 based on patient's description), another ultrasound was performed. At that time the patient had already undergone a hyaluronidase treatment session in the right marionette line. Redness of the right marionette in the form of a stripe was noticed and according to the patient started 3 months post- injection. At that time, the patient also reported a mass in the salivary gland area on both sides with accompanying pain, but the symptoms subsided. Ultrasound examination showed ha deposits in the left and right lower face. Hyaluronidase was proposed, but the patient did not consent. In addition, steroid treatment (encortn) was prescribed in decreasing doses. However, from the 10th day of steroid treatment, the patient experienced burning and facial pain as well as swelling. For this reason, she was advised by hcp to discontinue oral corticosteroids by paramedics called at this time. After that her symptoms significantly subsided. On (B)(6) 2023, the patient went to another physician who confirmed ha deposits, and performed hyaluronidase dissolution under ultrasound, leading her feeling better, but the burning sensation was still present. On (B)(6) 2023, another ultrasound examination was performed- ha deposits were observed near the mouth without infection, or impact on blood vessels. The patient still experienced severe pain and burning sensation. On (B)(6) 2024, another ultrasound was performed. The examination showed multiple visible ha deposits bilaterally in the marionette lines, jaw area and cheeks. No infection. On (B)(6) 2024, the patient went to another physician who once again performed an ultrasound and partially removed some remaining deposits under ultrasound, but some pain still remain and burned. On (B)(6) 2024, follow up ultrasound examination after hyaluronidase was performed. Only ha deposits were visible under the lower lip angle, in the chin area and jaw line. These areas were not treated with hyaluronidase. She also stated that the pain and burning prevented her from living a normal life for several months. She reported being disfigured. On (B)(6) 2024, we asked our local medical expert for support on managing this case. The later recommended a neurological consultation. On (B)(6) 2024, the patient visited a recommended neurologist, who diagnosed paresthesia which manifest as burning sensation in the area around the mouth during active facial expression, a feeling of discomfort in the form of a sensation of pressure in the area of both masseters with periodic sensations of local, burning pain. The final diagnosis was trigeminal neuralgia mainly in the mandibular nerve. As treatment, the patient was prescribed: -egzysta (pregablin), 75 mg one daily, after 7 days 2x1 tablet daily -further care at the neurology clinic on (B)(6) 2025, the patient visited local medical expert as planed. At this time, the patient reported burning sensations below the lower lip. According to the patient, touch and heat in the treated area intensify the burning and pulling sensation. She reported a worsening of her pain for three days, followed by persistent mild tenderness after the massage performed by the neurologist. The local medical expert performed physical examination- no swelling, infiltration, or inflammatory changes were observed in the facial area. Only burning, pulling, and discomfort reported by the patient. Dermatologist assessed that described symptoms might be a consequence of irritation of nerve root following the ha injection, possibly due to mechanical damage caused by procedure itself or injected ha. As treatment, the local medical expert recommended to initiate the treatment prescribed by the neurologist (indeed, patient didn't start it at the time of the consultation), and physiotherapy under the supervision of qualified specialist. After receiving the final diagnosis and possible relatedness of the symptoms with the ha injection from medical experts on (B)(6) 2025, the case was upgraded to reportable. Despite reminders, no update were provided about the patient, thus the case was closed as is.